Event description:
Pt has experienced several adverse events following the placement of (4) cypher coronary stents. The event that is being submitted under this report if an embolic stroke. The pt was treated with heparin and coumadin. Upon discharge from the hosp approximately (1) week following this event the pt was noted to have significantly improved neurological functioning and plans were to continue with outpatient physicial therapy.